Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: common device name: scs lead, model: 3186, UDI:(B)(4), serial:(B)(6), batch:t00005050.

Event description:
Investigation was unable to determine which of the leads attributed to the issue.

Event description:
It was reported that the patient had no pain coverage. As such, the entire system was explanted on (B)(6) 2023 ,to address the issue.

Manufacturer narrative:
Date of event is estimated.